Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they needed to increase their stimulation because they were retaining too much urine. The agent then walked the patient through connecting to the ins and increasing the stimulation. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and was redirected to their hcp if symptoms persisted. The agent asked for the event date, and the patient said last week.